Manufacturer narrative:
Event site postal code: (B)(6). Event site telephone: (B)(6).

Event description:
It was reported that the ventilator had power supply issue. During the inspection of the ventilator, liquid was observed on the ac/dc printed circuit board. There was no patient harm. Manufacturer's ref. #: (B)(4).